Event description:
At device check on (B)(6) 2015, lead impedance had dropped to about 250 ohms from chronic level of about 600 ohms. 111 vf episodes were recorded with subsequent aborted shocks, all appeared to be caused by noise on the lead. This had caused the device to reach eri a few months before expected. When the representative tried to interrogate the device before the battery change procedure on (B)(6) 2015 the device was eos. They tested the lead during the procedure and the signal was clear but lead impedance was about 150 ohms. A new lead and device were implanted, and the old lead was capped. The patient did not receive any inappropriate shocks. (B)(6) 2015 - a portion of this lead was returned.

Manufacturer narrative:
The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. The damage of the electrical module led to an elevated current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include, but are not limited to; twiddler syndrome, subclavian crush syndrome or other lead insulation damages. In addition the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the electrical module was found damaged due to a shock delivery into an external short circuit. The damages led to a high current condition, depleting the battery. There was no indication of a material or manufacturing problem.